Event description:
It was reported that while releasing the condylar notch, the probe tip detached and became lodged in the popliteal fossa. There were no clinical consequences for the patient, as they were able to extract it after 20 minutes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.